Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed an indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number were not reported. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th, 2024, abbott vascular determined that a field action was required for specific lots of indeflator product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. On oct 24th, 2024, abbott vascular determined that a field action was required for specific lots of indeflator product. The product associated with this complaint is from the impacted population. B3: date of procedure estimated as on (B)(6) 2024. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment that during a procedure the indeflator was noted to be leaking. There was no reported adverse patient effect nor clinical delay. No additional information was provided.